Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as it is believed the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The PICC had supposedly been removed, although the patient had been admitted to hospital and had a xray where it was established the PICC was still insitu with nothing visible at the exit site. Patient has since passed away, it has not been determined if the PICC had any contributory cause.